Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for low impedance counts of 4 million+. The lead impedance at interrogation was 221 ohms unipolar. It appeared that the lead had been trending in the low 200 range for quite some time. It was recommended that the lead be monitored closely and it remains in use. No patient complications have been reported as a result of this event.